Event description:
It was reported that the patient presented and was admitted to the hospital with syncope due to intermittent capture. The intermittent capture was reproducible with pocket manipulation while the patient laid on their left side. A lead revision was conducted, but due to no vein access on the right side a new pace/sense lead was implanted on the left side and tunneled over to the right. The high voltage portion of the lead was kept active. One hour after implant the patient was taken for an urgent operation to reconnect the pace/sense portion of the original lead because the new pace/sense lead had dislodged. At this point the doctor attempted to fix insulation damage to the old lead that was proximal to the trifurcation. Two days after the previous surgery both leads were explanted and a new system was implanted. No further patient complications were reported as a result of this event.